Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a polarity switch, high impedance, no capture and high thresholds. It was suspected that the lead was fractured. The lead was programmed off and remains in patient. No patient complications have been reported as a result of this event.